Event description:
Balloon advanced across the valve to perform a second inflation, during this balloon inflation, the balloon ruptured with inflation and was removed. Gradients were significantly improved, although increase in pulse pressure, patient remained hemodynamically stable. Echo performed, with no pericardial effusions but did demonstrate severe aortic valve insuffiency - previously moderate. Valve was extremely calcified.